Manufacturer narrative:
UDI: (B)(4). Device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that (B)(6) that during service and repair, it was observed that the small battery drive device would not run, the electrical control unit was damaged, the device had cosmetic damage, the coupling was worn and the trigger was not moving smoothly. The device also failed pretests for check triggers and check the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.